Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional event information has been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted. This complaint involves three devices, therefore a separate FDA form 3500a will be submitted for each device.

Event description:
Complainant reports testing the endotracheal tube (ett) connector prior to using on a patient and noting the connector broke at the point where the connector inserts into the ett when disconnecting ventilator tubing.